Event description:
Approximately forty-nine and a half months after the implantation, the patient developed a sudden and sustained drop in vad flow estimations. The patient's recent clinical course had recently been complicated with an ongoing driveline cable infection with an associated fistula. Although the patient was initially asymptomatic, his condition worsened and he developed tachycardia and dyspnea. The patient's medications at the time of this event included coumadin. The patient is reported to have undergone laboratory testing, an echocardiogram, an angiogram, a computerized tomography (CT) scan and a doppler study; though the results of this testing were not provided. Details regarding any initial attempts to treat the patient were not provided. Although the patient's estimated flow did normalize, the treating physician suspected thrombus. The patient's vad was subsequently exchanged. The explanted pump was opened and examined and noted to have multiple thrombi on the impeller bearings. As of the date of this report, the patient was stable on a heparin infusion and oral aspirin. Investigation is ongoing.

Manufacturer narrative:
Additional information will be submitted within thirty (30) days of receipt.

Manufacturer narrative:
The site has declined to return the product to the manufacturer for analysis. Review of the manufacturing documentation confirmed that the pump met all requirements for release. Review of the controller log files revealed a sudden drop in power consumption and flow, as well as "low flow" alarms that correlate with the reported event. The cause of the reported event cannot be conclusively determined. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. No additional information will be forthcoming.